Event description:
Customer was requested review of ECG data from a deployment to understand result of device analysis (no shock advised). No associated report of death or serious injury was made in conjunction with the request.

Manufacturer narrative:
(B)(4). ECG analysis pending. Reported due to associated deployment of device.